Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm values were low so the patient took some dextrose. The patient did not have any symptoms. The cgm value did not increase so the parent checked the bg using a glucometer. The bg finger stick was 25.0 mmol/l and the parent determined that the sensor was inaccurate. The patient had no symptoms of hyperglycemia. The patient¿s mother administered insulin and the patient was in good condition after the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.